Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt's mother reported the pt must change the infusion site 1-2 times per day and the infusion tubing every 4-5 days due to occlusions. The pt experienced elevated blood glucose of up to 600 mg/dl. The pt began use of a different type of infusion set 2-3 weeks ago and has had no further issues. The pt's normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for eval.